Event description:
It was reported that the patient's experienced phrenic nerve stimulation and the left ventricular (lv) lead had been deactivated to address this issue. Re-testing of the lv lead revealed stimulation. No malposition of the lv lead was observed but the physician opted to explant the lv lead. The lv lead was explanted and replaced. The patient received an upgraded system. The patient was discharged.

Manufacturer narrative:
The prior submission was delayed as a result of an FDA electronic submission gateway (esg) communication error post esg nextgen portal upgrade on 14 april 2025. Correction: section h1 should have been ''serious injury".